Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (service code 107-multiple abnormal shutdown) has been confirmed. As received, the monitor was resetting. The u200 component on the computer/analog pca was damaged. The cause for the damage was isolated to a shorted +1.8v power supply on the computer/analog pca. The root cause for the shorted power supply could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor was displaying a service code 107 (multiple abnormal shutdowns).